Event description:
During transurethral ureterolithotripsy, the physician was attempting to remove stones that had been crushed by the laser. The stones were still too large to be removed from the urinary duct. The physician then crushed the stones with a laser resulting in the stone extractor becoming damaged and part of the polyimide sheath noted to be floating inside the urinary duct. Several attempts were made to retrieve the segments under ureteroscope using forceps and a basket. Larger sized segments were retrieved, however, some particles remained inside the pt's body. The user facility also stated that no adverse effect was observed at the time of the procedure.

Manufacturer narrative:
We will be unable to conduct a complete investigation since the product will not be returned for eval. Repeated attempts have been and continue to be made to obtain add'l info from the user facility so an investigation of the customer's complaints may be conducted. We will f/u with add'l info to FDA as or when we receive it.